Manufacturer narrative:
The recipient reportedly experienced recurrent osteomyelitis of the temporal bone. The recipient was treated with IV antibiotics in (B)(6) 2016. The recipient was hospitalized (B)(6) 2017 for 4 days. The recipient was treated with IV antibiotics in (B)(6) 2017 for 6-8 weeks. The recipient's infection has cleared and the recipient is doing well.

Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced an infection at the implant site. The recipient's device was explanted. The recipient was not reimplanted.

Manufacturer narrative:
The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. The device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
The recipient was hospitalized in (B)(6) 2016 for 4 days.